Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) with the right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance measurements. High oor measurements were observed with the arm movement. A health care professional (hcp) stated that threshold measurements and pacing impedance measurement have been stable. Further, an x-ray was recommended to assess the lead. Attempts to obtain an additional information were unsuccessful. The system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead continued to exhibit additional high out of range shock impedance measurements. A synchronous 1.1 joule shock was delivered to test the system and the shock impedance was 76 ohms. The system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This report is being filed to provide product investigation results.